Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to an interventional procedure to treat a thoracic aortic aneurysm (taa), suture placement with two proglide devices was attempted in the mildly calcified right common femoral artery (rcfa) and two were successfully pre-placed in the left common femoral artery (lcfa) using the preclose technique. Reportedly, a link break occurred with the first attempted proglide device and a cuff miss occurred with a second proglide device in the rcfa. Two additional proglide devices were used and the sutures were successfully pre-placed in the rcfa. The arteriotomy was 8f and during the taa procedure the sheath was upsized to a 20f sheath. The taa procedure was completed and the two successfully pre-placed sutures in the rcfa and lcfa achieved hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch MFR number.